Event description:
It was reported that the customer received three failed self test alarms from her insulin pump. The insulin pump also had a blank display and had difficulty registering batteries. The customer's blood glucose level was 285 mg/dl. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a failed self test due to a faulty connector on the radio frequency board. No unexpected shut off without a low battery alert was noted. All operating currents tested within specification. The insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.